Event description:
It was reported to boston scientific corporation that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. The patient complained that the rectal temperature was "real hot". The console kept shutting down on high temperature error messages. The procedure was successfully completed. The patient was not burned, had no immediate complications, and went home. Later that same day, the patient returned to the physician's office with complete urinary retention. A foley catheter was placed and the patient was again sent home with no further complications. The patient's condition was noted as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.